Event description:
It was reported that the patient's right ventricular lead exhibited high and out of range pacing impedance. The patient presented for a lead revision. During the procedure, the physician decided to leave the lead implanted with an active defibrillation coil and an additional right ventricular sense/pace lead was implanted. The patient condition was stable.